Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after loading the patient and the profile, the system became unresponsive. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect computer was returned to the manufacturer for analysis. The testing found that the fan was missing from the assembly, however medtronic personnel were unable to replicate the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.